Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (388 mg/dl).customer delivered a manual injection to stabilize blood glucose levels.